Event description:
The customer reported that during a pt's cardiac arrest, the co2 values were higher than they expected. There is no allegation that the device behavior impacted the pt outcome.

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more info concerning this event.